Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented due to beeping tones. Interrogation revealed a few messages, one indicating a shorted lead condition was detected and the second that a charge time out occurred. It was also noted a limited device functionality message was observed. The patient reported they had heard a pop the previous day. Replacement of the device and this implantable defibrillation lead was recommended. An invasive procedure was performed. It was reported the lead came apart when it was being explanted. The device was also explanted and a new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was retained by the facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.